Event description:
A malfunction was reported with a code labeled malf 12, occurring at least three times on the pump. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump and instructed the customer to use multiple daily injections (mdi) as a backup therapy.